Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6)2016, the patient contacted lifescan (lfs) alleging that her one touch verio 2 meter had a power issue does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred in (B)(6)2016 on an unknown date and time. The patient manages her diabetes with insulin (self-adjuster) and reported she would adjust her insulin randomly as a result of the product issue. The patient stated that on an unspecified date in (B)(6) 2016, after the alleged issue began she lost consciousness and was treated with a glucagon injection by a non hcp, her (sister). At the time of troubleshooting the cca noted that there was no misuse of the product and the issue was resolved. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.